Event description:
Baxter blood tubing primed with blood. No leaks noted. Connected to patient. Fifteen minutes into infusion blood leaking from tubing at spike connection. Blood infusion discontinued and re-started with new tubing.